Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a= procedure performed on september 01, 2022. During the procedure, when the physician attempted to deploy the stent, the stent was found damaged. There was no information on what device completed the procedure but it was reported the procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6: medical device problem code a0414 captures the reportable event of stent torn material inside the patient. H6 device code has been corrected. B5 and block d6a have been updated based on additional information received october 18, 2021.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a procedure performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the stent was found damaged. There was no information on what device completed the procedure, but it was reported the procedure was completed. There were no patient complications reported as a result of this event. Additional information received on 18oct2022: it was confirmed by the sales representative that there was no malfunction noted to the polaris ultra stent.